Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high, out-of-range shock impedance measurement greater than 200 ohms. The patient was seen for further evaluation, however out-of-range shock impedance measurements were not reproducible in clinic and shock impedance was in the 60 ohms range. Technical services (ts) discussed troubleshooting options and reviewed possible causes, and it was noted that the patient was helping his father move that day. This rv lead remains in service. No adverse patient effects were reported.